Event description:
Boston scientific received information that the patient with this device felt unwell and presented for a follow up visit. Interrogation revealed the device had reached end of life battery status almost two months earlier. Previous interrogation six months earlier revealed one year remaining battery longevity and a magnet rate of 100. There was concern that the battery had depleted more rapidly than expected. A replacement procedure was performed. This device was removed and replaced with a competitor device. No further patient symptoms were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.